Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard specifications; the angle wires were stretched; the play of the up/down knob was out of the standard specification; the adhesive on the a-rubber had a chip; the adhesive on the a-rubber had a white-clouded area; and the channel tube and cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope got clogged during post-surgery cleaning. The issue was found following the completion of an unknown procedure. The device was returned for evaluation. During the device evaluation, a foreign object at the tip of the cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information and the legal manufacturer's investigation. The customer provided the cleaning, disinfecting and sterilization process as follows: the device was cleaned, disinfected and sterilized, before it was sent in for repair. It is unknown, if the customer has any idea about the nature of the foreign material. And if there was any delay in the start of the precleaning. There were no abnormalities in the accessories used for reprocessing. Lastly, it is unknown, if the device was presoaked in detergent solution, wiped/brushed at the distal end with clean lint-free cloths, brushes or sponges. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material found was most likely, as a result of a physical damage causing the material to remain in the device. However, the root cause could not be specified. Olympus will continue to monitor the field performance of this device.